Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and high capture threshold was noted on the patient's right ventricular(rv) lead. During the lead revision procedure, insulation breach was also noted near the proximal lead body. The lead was explanted and replaced. The patient did not experience any adverse consequences.